Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) and unspecified pain medication (medication, dosage, route, frequency, and duration not reported) for the peritonitis. The cause of death was reported as an infection described as peritonitis. On an unreported date, the patient was hospitalized, received treatment, and on an unreported date was discharged to home where the patient was when the death occurred. Peritoneal dialysis was reported to have been discontinued eight days prior to death and the patient was not connected to the baxter healthcare device and was not performing therapy with a baxter healthcare disposable and/or baxter healthcare solution at the time of death. No additional information is available.